Event description:
It was reported that in ukr case , during burring of posterior tibia, burr would continue spinning in speed mode and would resect bone without the purple bone model being reduced to target resection. Then when moving back to posterior femur there was a lot of bone loss. Checked the checkpoints to see if trackers moved and they did not. Doctor then went to a manual tka as a result of losing confidence in the robot during the burring.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that the software version has been validated. A complaint history review found similar report, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint. Provides a warning to bur with care because the cutting control modes do not establish "no-cut" zones beyond the protected-bone surfaces. This failure is an identified failure mode within the risk file. Review of case log files and screenshots and discussion with the reporter found that: the surgeon first cut the femur, then cut the proximal and posterior tibia. Then, when they returned to cut the posterior femur, the surgeon waved the bur around and the bone model on the system showed that the posterior femur was not cut into red. Navio tracks the tibia and femur independently of one another during bone removal. Therefore, it is important that the user is careful of where they are cutting and which bone they are cutting. Especially in a ukr case and/or if it is a tight knee, the joint space is so small, the user can potentially cut a little but of the posterior femur when trying to cut the tibia. It is likely that the surgeon believed they were cutting only the tibia, but were cutting the femur as well. When the surgeon returned to cut femur and waved the bur around, this acted as bone refining and updated the bone model to reflect the physical bone. The probable cause of the issue was user error. A relationship between the device and the reported event could not be established.